Event description:
It was reported that a procedure was cancelled. An angiojet console was selected for thrombectomy procedure. However, during the use of the unit, it was noticed that there was liquid leaking and suspected a bad drawer assembly. The procedure was not completed due to this event. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation. However, an in field work order was reviewed as part of this investigation. The unit was observed leaking and suspected to be a bad drawer assembly. A boston scientific field service engineer (fse) visited the site on 20feb2023. The replacement part was delivered to the customer site to install the component. After install, the new component would not calibrate, and the new component was deemed faulty and would not work. On 22feb2023 the fse returned to the customer site and installed a new drawer component. The console was verified to be functional, and unit is ready for use.

Event description:
It was reported that a procedure was cancelled. An angiojet console was selected for thrombectomy procedure. However, during the use of the unit, it was noticed that there was liquid leaking and suspected a bad drawer assembly. The procedure was not completed due to this event. No further complications were reported.